Manufacturer narrative:
The reported observations of lead migration and high impedances were analyzed. The observation of lead migration cannot be confirmed through lab analysis. The high lead impedances were confirmed when referencing the returned lead. The root cause of the reported high impedance was due to fracture of all the lead wires which would've been located at the distal end of the swift-lock anchor. Based on the distance between the swift-lock cam compression mark and the fracture, the anchor had not been modified.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00109. It was reported patient's lead was replaced on (B)(6), 2023 due to migration. The ipg lost communication with external devices during procedure. As a result, both lead and ipg were explanted and replaced. Therapy was restored post-op.